Event description:
It was reported the physician is dissatisfied with the pre-electrogram storage and the refractory timing of the pacemaker. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.